Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. The device history record was not reviewed as lot/serial identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, g1, g3, g6, h1, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Event description:
It was reported that the patient underwent surgery for a tibia and fibula fracture, using a zimmer tourniquet. During the operation, the tourniquet needed to be loosened, and the clamp was released slowly and intermittently, but the tourniquet was still loosened too quickly. The patient experienced a drop in blood pressure, with systolic pressure falling from 160 to 40mmhg. The condition stabilized after emergency treatment. Due diligence is complete as no additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.